Event description:
Two technologists received shocks from a newly installed camera. The camera and electrical outlet was subsequently tested by an electrician. The electrician indicated that the technologist was shocked with 108 volts. The electrician believed the device was not grounded. The second electrician consulted a cardiologist. No damage was noted by an EKG eval.